Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. Evaluation summary: (B) (4) no anomalies found; full lead returned for analysis. Analysis also notes helix bend and blood in and on the helix; lead damaged at implant.

Event description:
It was reported that the ventricular lead had an increase in threshold. The physician capped the lead and attempted to parallel down with another lead. There was a lot of manipulation and the physician was unable to pass the lead due to patient anatomy. The lead was removed and smaller diameter lead was successfully implanted. Difficulty was then encountered when attempting to reseat the leads in the header of the device. Physician opted to replace the device. No patient complications were reported as a result of this event.